Manufacturer narrative:
Date of event: (B)(6) 2017 additional suspect medical device components involved in the event: model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was hospitalized due to severe infection at the lead site. Symptom of fever was noted. The physician believed that the infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure and the wound was cleaned out.